Event description:
The patient underwent a sling procedure. Post operatively, the pt presented with dyspareunia. On examination, the vaginal epithelium moves freely over the tape. The physician can feel a bar under the pubic symphysis mid-urethrally. The pt is continent and voiding satisfactority.